Event description:
It was reported that a pump failed flow rate accuracy test by 10.15%. There was no patient involvement reported.

Manufacturer narrative:
Other, other text: one infusion pump was received for evaluation in relation to the reported event. The tamper seal was noted to be removed no physical damage of the device was found. Reported problem does not involve event history log and was unable to be confirmed using the log. The reported event regarding delivery accuracy was unable to be duplicated. Three different delivery accuracy tests were performed all of which were within the published +6% delivery accuracy specification. No problems were found with the fluid delivery of the pump. The reported event was unable to be confirmed. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review.